Event description:
The iab was inserted into the patient transthoracically. An alarm sounded immediately after initiation of the iabp. The iab was removed and a second was inserted. "Multiple event to initial complaint number 96-00086."

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing revealed no leaks in the iab. Further laboratory examination revealed no defects in the returned product. Device label code: 1738.